Event description:
Mea procedure performed in 2005. The pretreatment clinical protocol, including hysteroscopy and ultrasound were performed, and treatment was successfully completed. Nine days following treatment pt presented and admitted to hosp complaining of abdominal pain. A laparosocpy was performed identifying a 1.5cm area of necrosis on the anterior uterine wall and a perforated viscus. There were no additional injuries observed or noted. A supracervical hysterectomy and a small bowel resection were performed.